Event description:
It was reported the workstation locked up making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The rtos and fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.